Manufacturer narrative:
An event of pericardial effusion and death due to unknown causes was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2021, an amulet left atrial appendage occluder was implanted. On the (B)(6) 2021, the patient had non-device related readmission. On the (B)(6) 2021 the patient had pericardial effusion with tamponade requiring percutaneous drainage. On (B)(6) 2022 and on (B)(6) 2022 patient had non-device related readmission. It was reported that the patient passed away on the (B)(6) 2022 (other non-cardiovascular reason).